Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked from the bottom of the cartridge. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose (bg) level was in the 230's (mg/dl) at the time of event. After the supplies were changed, the customer reported a bg level of 274 mg/dl. The customer stated that this cartridge loaded onto the pump did not snap into place properly. Reportedly, the customer noticed a buildup of a substance around the pneumatic tap which the customer was able to remove and load a new cartridge onto the pump. During troubleshooting with tandem's technical support, no drops of insulin were seen coming out of the infusion set tubing or the patient line during fill tubing. Additionally, it was reported that the customer experienced a bg level as high as 384 mg/dl with small to moderate ketones. The elevated bg levels were addressed with a bolus via the pump. Additionally, the customer believes the pump was not working to deliver the insulin. Recommendation was made by tandem's technical support to change the supplies. Reportedly, the customer reverted to manual injections. A follow up with the clinical diabetes specialist on 07/29/2017 confirmed that a new cartridge was successfully loaded and no further issues occurred.